Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device history record review reports: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions of the broken instrument were checked as far as possible and found to be in compliance with the technical specification. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. As this is a very old instrument, we suppose that the damages were caused due to normal wear and tear over the years. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, reportedly the instrument was broken. The broken piece was discarded. No further information available at this time. This is 1 of 1 reports for this event.